Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they fell on their back hitting the device. Ever since the fall the consumer was unable to get the battery charged, there was burning at the implant site, it was causing pain in the back, and felt like it was coming out of their back. According to the consumer it hurt every once and a while, especially if they went to the grocery store, then they felt pain through their legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 17, 2017. It was reported that the patient had a two-inch knot in his back and the wrong device was implanted because the patient could not have an MRI. The patient also reported that they wanted the implantable neurostimulator (ins) removed but was not able to because their healthcare professional (hcp) would not accept their insurance. It was later described that the knot in the patient¿s back was about three to four inches long, three inches wide, stuck out one and a half inches and looked like a giant cyst but it was discovered that it was the ins. The patient mentioned that he could not charge the ins because it gets too hot, so he would have to quit and start again and they noted that it was almost like the ¿wires were crossed¿. There were no further complications reported or anticipated.